Event description:
Approx six weeks after implant surgery, the pt reportedly was seen by the surgeon for eval. A flap infection was observed in post-auricular incision line area. The pt reportedly was prescribed IV antibiotics. In 2004, the pt reportedly was taken to surgery to drain the infection from the wound. The following month, the skin flap reportedly was considered healed and the pic line was removed from the pt. Twenty-two days later the pt reportedly was seen by the surgeon for eval. The surgeon observed an infection at the incision line; wound debridement was performed. The surgeon felt that further management was required. Two days later, during exploratory surgery, the surgeon observed extensive infection and removed the device. The surgeon commented that the particular strain of staph found was not the strain typically noted in post-operative infections. He stated that the strain was a variant currently reported in the city.